Event description:
It was reported to boston scientific corporation in 2007, that approximately seven months after the placement of an ultraflex esophageal stent (patient age and gender unknown), the covering of the stent became loose and was "floating freely in a trachea". The physician placed an non-bsc trachea covered stent to resolve the "esophageal stent covering issue". The patient's condition was reported as "stable" and the patient "was discharged to home after [the] procedure".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The april 2007 15-month ultraflex esophageal complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.